Event description:
The user forwarded the attached medwatch form (no. 3500) regarding the performance of this product. While co believes that the MFR criteria for submission of an MDR has not been met. Co is submitting this MDR based on the number of samples and the duration of the event indicated on the user's report. The user claims that this instrument produced incorrect results that may have been used in making decisions regarding treatment and/or diagnosis. The MFR's field support and sales personnel have been in contact with the user and have made multiple requests for more specific info about the analytes involved, the nature of the claimed errors, and the diagnosis or treatment that was based on incorrect info. No add'l info has been rec'd the user indicates that serum clost may have contributed to the alleged errors. The product's labeling states that 'clot free' serum must be used and that clots or fibrin may affect performance.